Event description:
The caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. There was no adverse impact on the customer¿s blood glucose level, as it was confirmed the level did not exceed 500 mg/dl. To resolve the issue, the customer was instructed to inspect and clean the pump's pneumatic tap area, remove an out-of-place o-ring, and eventually was able to successfully load the cartridge and resume insulin therapy by following on-screen instructions and ensuring the cartridge clicked into place.